Event description:
It was reported that during an esophagectomy procedure, after the jaw was grasped, it could not be opened. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.